Manufacturer narrative:
Medtronic evaluated the device. The reported problem was confirmed. After replacing the system controller pcb assembly, proper operation was confirmed and the device was returned to the customer. Additional troubleshooting of the removed pcb assembly was performed; however, the reported problem was not duplicated and the root cause was not determined.

Event description:
It was reported that the device failed it's power on self test. It did not turn on past the initial splash screen. There was no patient use associated with the reported event.